Event description:
During facility's normal in-house quality assurance check, staff found that they were unable to move from total parenteral nutrition to continuous mode, "llo" was showing. Pump would not scroll up or down even in the total parenteral nutrition mode. Rebooting the pump did not make a difference.